Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during fill 4 of 5. The unused lines had the clamps open. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) contacted the registered nurse (rn) regarding the system error 2240. The rn was not aware of the alarm. The rn was made of the patient leaving the clamp open for retraining purposes. On (B)(6) 2011, (B)(4) contacted the registered nurse (rn). The rn confirmed the home patient (hp) did not have any medical intervention or injury due to this incident. The hp has been performing therapy successfully.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).